Event description:
The patient claimed that the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. The patient reported that the keys must have been scrolling when the patient did not intend to and the pump was in suspend mode, when the patient did not want it to be suspended. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/25/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and ok keypad symbols were worn off. All of the keypad buttons were responding to button presses as expected and had normal spring back. No scrolling occurred during testing. The reported suspend issue with the pump without user intervention was not duplicated during investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment at the opening of the battery chamber extending down to the primary seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.